Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye on (B)(6) 2022. The patient experienced lens rotation of 45 degrees. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).